Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the consumer sits in this chair with the wheel locks on while being tied down and transported in a vehicle and the now the left wheel lock assembly does not stay locked and the silver part of the wheel lock is stripped.